Event description:
It was reported that during routine follow-up of an asymptomatic patient, capture loss and a drop in sensing values were observed on the right ventricular lead. Noise and low impedance were noted as well. Device reprogramming was performed and the patient would be monitored through routine follow-up.

Manufacturer narrative:
(B)(4).